Event description:
One endeavor sprint rx drug-eluting stent (MFR report# 2953200-2009-01869) and one endeavor rx drug-eluting stent were implanted separately, at the mid rca. Pt was asymptomatic/free of symptoms at 30 day f/u. A staged procedure was carried out 6 weeks following index procedure. One other brand stent was implanted at the 2nd obtuse marginal. Pt was asymptomatic/free of symptoms at 6 month f/u, at one year f/u and at 1.5 year f/u. A non-sudden, cardiac death is reported to have occurred approx 18.5 months following index procedure. It is reported that the pt was in hospital due to worsening heart failure and was discharged with oxygentherapy. Pt died 2 days after discharge, at home. Autopsy report is not available. Death was not associated with an mi and there was no evidence of stent thrombosis. It is not assessable if the event was related to the study stent.

Manufacturer narrative:
Eval results: (death).